Manufacturer narrative:
Concomitant device: swartz¿ braided transseptal introducer.

Event description:
During transseptal puncture, the needle punctured the dilator and sheath in the area of the curvature. The needle comes out either distally between the sheath and dilator or laterally in the area of the curvature of the sheath. The needle and sheath were replaced which did not resolve the issue. A fast-cath sheath was then used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. The dilator had been perforated proximal to the distal tip. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath; no resistance or anomalies were noted. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported needle insertion difficulty and subsequent device puncture remains unknown.